Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2021-01610; related manufacturer reference number:1627487-2021-12988. It was reported that the patient experienced discomfort at the ipg and anchor sites following some weight loss. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg and anchors were repositioned. Issue resolved.